Event description:
It was reported that the device had a cut in the cord. This was noticed during cleaning after a procedure. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During device evaluation, exposed copper wires were observed.